Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16618) . Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device was explanted and replaced due to premature battery depletion. Patient condition was fine after the event.